Event description:
It was reported that disposable perforator failed to desengage and plunged during cranial surgery to remove a bone flap. At the time the hospital attributed the plunging to the power drill that was used with the perforator and the perforator was thrown away. The hospital now believes the difficulty may have been with the disposable perforator.